Event description:
Customer states some connector pins are missing from the inform sys and other pins appear to be darkened, brown, or black in color. This malfunction was noted 1-2 weeks ago and occurred at a health center. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.